Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Per st. Jude, a rep called to report patient presenting to clinic asymptomatic with stored episodes of at/af. Strips were sent to technical services for review. The strips show an atrial refractory event approximately 180-200 ms after ventricular pacing. The signal is approximately 0.2-0.4mv and is not consistent with every ventricular pace. Tse discussed that it may be intermittent atrial oversensing. Rn states that p wave sensing has dropped from 1.5mv on (B)(6) 2012 to 0.5mv today with capture stable at 1.5v at 0.5ms and impedance stable at 480 ohms. Tse discussed performing retrograde conduction testing as it has not been recently performed. Tse discussed either using sensitivity or pvab to cover the atrial event if it is not truly an atrial depolarization. Patient will be monitored with routine follow-up.